Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a session failed error message after warm-up occurred. Data was evaluated and the allegation was confirmed as a session ended message. The probable cause could not be determined. No injury or medical intervention was reported.